Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer from the USA of peritonitis in a patient coincident with an unknown dianeal therapy. During a call with baxter customer services, the following was reported. On an unknown date, the reporter's husband experienced peritonitis. The patient was not hospitalized. Treatment was not reported. The cause of peritonitis was unknown. The patient was recovering.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12f08105 and h12d21012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.